Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead remote communicator (rcd) displayed a red call doctor icon. The device was unable to transmit data due to communicator not connecting. Technical services (ts) reviewed the data and noted right ventricular (rv) lead high out of range pacing impedance. Ts advised potential connectivity issue and that ethernet cable was being sent to the patient. The device is going to be evaluated in clinic for rcd icon. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead remote communicator (rcd) displayed a red call doctor icon. The device was unable to transmit data due to communicator not connecting. Technical services (ts) reviewed the data and noted right ventricular (rv) lead high out of range pacing impedance. Ts advised potential connectivity issue and that ethernet cable was being sent to the patient. The device is going to be evaluated in clinic for rcd icon. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead remote communicator (rcd) displayed a red call doctor icon. The device was unable to transmit data due to communicator not connecting. Technical services (ts) reviewed the data and noted right ventricular (rv) lead high out of range pacing impedance. Ts advised potential connectivity issue and that ethernet cable was being sent to the patient. The device is going to be evaluated in clinic for rcd icon. This system remains in service and no adverse patient effects were reported.